Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement test. The insulin pump has cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The customer stated that over the past month the buttons gradually stopped working as well as before; she noted that the issue was mostly with the up and down buttons. She stated that she would think she was giving herself insulin but the buttons did not respond, and so no insulin was delivered. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.